Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported the clinician was attempting to place the sheath introducer into the pt's arm. The pt complained of pain at the time of insertion. At which time, the sheath introducer was removed and the clinician noticed the sheath had some damage. As a result, another sheath introducer was used and the catheter was placed successfully. They do not know if this cause a delay in treatment and there was no pt death or complications reported.